Event description:
The pt received an scs system which included this ipg. It was reported that in (B) (6) 2009, the pt fell in the shower and then was no longer able to communicate with her ipg using a programmer. She attempted to recharge her ipg one time since the fall and it took about twice as long as usual and only charged halfway. The physician explanted and replaced the ipg on (B) (6) 2009. There have been no further issues reported on this pt.

Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.